Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops plan, dynamic hip analysis report, patient specific visualisation report, pre-imaging, and all manufacturing steps of implant positioning and report generation were reviewed. Conclusion: all products provided were manufactured according to specification and no issues were detected in any of the associated processes. The surgeon's decision to not ustilise patient specific instrumentation as well as changing stem type likely affected the achieved cup orientation and stem offset which may have negatively affected the patient outcome. Without post-operative imaging it was not possible to confirm what stem and cup placement were achieved during the surgery. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
It was reported by a corin representative that the patient reported as having groin and thigh pain. The surgeon got in there to check and found that the stem was very stable. Surgeon released the patient's psoas and put a bioball head on, instead of replacing trifit stem. Ops plan with dynamic hip analysis was used as an assistive technology in the primary surgery.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative that the patient reported as having groin and thigh pain. The surgeon got in there to check and found that the stem was very stable. Surgeon released the patient's psoas and put a bioball head on, instead of replacing trifit stem. Ops plan with dynamic hip analysis was used as an assistive technology in the primary surgery.